Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to resolve the issue. Customer's blood glucose level was in the 300's mg/dl.